Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient experienced a csf leak. The patient had large fluid pocket over pump and over catheter insertion site. A spinal headache was reported on (B)(6) 2013. Diagnostic methods included an ultrasound performed on (B)(6) 2013 which revealed large fluid pocket over pump and catheter insertion site. Fluid aspiration was done (B)(6) 2013 and a blood patch done the following day. The etiology was noted to be related to the implant procedure and severity as moderate. The patient outcome was indicated as resolved without sequelae (B)(6) 2013. The pump was used to deliver fentanyl and bupivacaine.